Event description:
Information was received indicating that the cuff to a smiths medical portex® bivona® tts¿ (tight-to-shaft) tracheostomy tube was found broken. The cuff was reported to be "blocked." There were no reported adverse effects.

Manufacturer narrative:
Updated b5; event description. Information was received indicating that the cuff to a smiths medical portex® bivona® tts¿ (tight-to-shaft) tracheostomy tube was found broken. The cuff was reported to be "blocked." There were no reported adverse effects.

Event description:
Information was received indicating that suctioning was being performed to a patient with a smiths medical portex® blue line ultra® tracheostomy tube. The tracheostomy was dropped, small amount of fluid leakage was noted, and the patient began to have shortness of breath (sob). The physician was notified, a new trach tube was placed and suctioning of the patient continued. There were no further reported adverse effects.

Event description:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped tts . Summary in h -10.

Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped tts . Two cuffs p/n 67sp045 l/n 3620226 were received in used conditions. Visually inspecting the devices under 12 inches did not reveal any damage to the product. When testing was done with inflating the complaint was confirmed and isolated to teflon was not properly distributed in the cuff as this required a lot of manipulation to inflate the cuff. A review of the manufacturing process for p/n 67sn035 and l/n 4016044 was conducted by quality engineer on 25/jun/2020 in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. All procedures are being carried appropriate. Devices passed 100 % and no discrepancies were revealed during manufacturing process. Action was taken to open a CAPA 19mbvc060 was issued on 21/mar/2019, in order to determine the root cause and implement proper corrective actions. The complaint if verified and validated.